Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer returned their device to physio-control for service. During device evaluation, physio observed that the device had all three icons (charge-pak, attention and service wrench) in its readiness display. In addition, the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and verified that the device had logged all three icons and could not power on.  It was also observed that the internal hlc batteries had been depleted, but after a thorough device evaluation, the cause of the depleted hlc batteries could not be determined.